Event description:
It was reported lactosorb plates and screws were used for zygomatic fracture and implanted on (B) (6) 2009. In (B) (6) 2009 the cheek where the lactosorb was implanted was inflamed. (B) (6) 2010 the lactosorb was removed and granuloma was found with the lactosorb. In (B) (6) 2010 the skin of the lower eyelid was inflamed. (B) (6) 2010 swelling and granuloma ware scrapped out and crushed lactosorb was found.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This is listed in the instructions for use "implantation of foreign materials can result in an inflammatory response or allergic reaction." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. There were 3 different part numbers implanted in the patient, see reports 1032347-2010-00042 to 00044.